Event description:
The customer reported that they had observed fluid dripping from the probe of the ortho provue analyzer.

Manufacturer narrative:
The customer reported that they had observed fluid dripping from the probe of the ortho provue analyzer. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Probe dip can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. Based on the available info, mts could not rule out provue malfunction as a contributing factor. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood. Stn# bk030023.